Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a severe hyperglycemic event resulting in hospitalization and coma. The reporter indicated that on (B)(6) 2014 blood glucose levels elevated to 1100 mg/dl with symptoms of incoherence, confusion, and combativeness. The reporter indicated being admitted to the hospital and was in a coma for 3 days. The reporter reported believing that the pump was not delivering insulin as programmed and indicated that the health care provider prescribed using insulin injections upon discharge from the hospital. The reporter stated that blood glucose levels were between 181 and 319 mg/dl while on the back up treatment plan after discharge. The pump history and settings were reviewed with the reporter. The reporter indicated being unfamiliar with the pump settings and indicated that the settings were programmed by the health care provider. During the review the reporter indicated attempting to deliver boluses directly from the pump on (B)(6) 2014 but the pump was not registering the boluses. The bolus history showed the following boluses: (B)(6) 2014 6:24 pm 2.35 of 2.35 units completed via ez bg bolus; (B)(6) 2014 6:23 pm 0.00 of 0.00 units completed; (B)(6) 2014 6:22 pm 0.00 of 0.00 units completed; (B)(6) 2014 6:11 pm 4.15 of 4.15 units completed via ez bg bolus; (B)(6) 2014 6:23 pm 2.5 of 2.5 units completed via ez bg bolus. This report is made based on the allegation that the patient experienced a severe hyperglycemic event resulting in hospitalization and coma associated with the allegation that the pump was not delivering insulin appropriately and not registering boluses programmed by the user.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/10/2014 with the following results: during testing, the pump powered on normally and was exercised for 24 hours with no errors, alarms, or warnings. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately registered in the pump history. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.